Manufacturer narrative:
The investigation conclusion code was updated.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for cholesterol and alt on a cobas 8000 c 702 module. Patient 1 initial cholesterol result was 0.2 mmol/l. The repeat result was 5.2 mmol/l. Patient 2 initial cholesterol result was 0.1 mmol/l. The repeat result was 4.4 mmol/l. Patient 3 initial cholesterol result was 0.1 mmol/l. The repeat result was 3.9 mmol/l. Patient 3 initial alt result was less than 5 iu/l. The repeat result was 72 iu/l.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.